Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product(s): a 4076 lead, implanted: 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert triggered. It was also reported the lead displayed noise and there was a sensing and detection issue with the device. Re-programming the lead to off was done and the same was suggested for the device. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.